Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the electrical continuity test. The instrument grips were manually manipulated and delivered energy without any issues. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had thermal damage on the plastic near the jaw. No known impact or patient consequence was reported.